Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2025 for a biliary stricture causing obstruction. During the procedure, the screen went black, and the image was lost. The boston scientific logo was still in the corner, but the image was not working. The procedure was completed with a reusable scope. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: (B)(6). Block h6: imdrf code a06 captures the reportable event of loss of visualization.